Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not communicating and in critical override. A technical support specialist was unable to replicate the problem. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation system had a station was not communicating and in critical override. Customer stated that there had been some delays when a new patient admitted to the unit and do not know about patient harm. There were no adverse events or injuries reported based on this event.